Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report the that the nurse call was not receiving the signal as it should. Per good faith effort (gfe) response, it was determined that the two commands "vrpt" and snda" were sent to the ventilator and the ventilator source codes were checked and it was confirmed that no information regarding the oxygen unavailable alarm in the response for both alarms sent to the ventilator. It was determined that the customer was using a third-party driver and that was suspected to have caused the issue. No further action provided by philips via gfe response. No resolution provided via philips as the customer was using a third-party driver per gfe response. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer indicating that the nurse call was not receiving the signal from the v60 device as it should. It was unknown how the issue was found. No patient or user harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.